Event description:
A malfunction on the pump was reported without any notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisted with the reset, and advised the customer to continue using the pump. The customer was instructed to call back if the issue recurred and acknowledged the instructions.